Event description:
It was reported that patient presented for routine follow up showing post-paced t wave oversensing on the ventricular channel. Programming changes were made but oversensing was still present. Physician programmed the device back to its initial values. Patient was in good condition and will continue with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.